Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure event observed during analysis. Final analysis found the insulation was abraded at 20.9 cm to 21.6 cm from the connector pin. The abrasion was consistent with exposure to constant friction with another implantable device. (B)(4).